Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that before an unknown procedure the rep changed batteries and tried multiple times pairing the vapr vue wireless footswitch, but it keeps failing. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the transmitter pcb was defective, and footswitch had pairing failure. Further, battery tray was corroded, and minor scratches were identified with the device upon decontamination. The transmitter pcb and battery tray were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The minor scratches on the device is most likely a result of user mishandling, probably during transport or storage of the device. Fluid ingress into the device and contact with the battery tray is responsible for the corrosion. With the available information, we cannot determine the root cause of the defective transmitter pcb. The defective transmitter pcb and corroded battery tray would have caused the customer to experience the pairing issue. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4) -txa, lot number: 1204163), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that before an unknown procedure on (B)(6) 2020, it was observed that the the vapr vue wireless footswitch device kept failing when it was tried multiple times to pair even though the batteries were changed. During in-house engineering evaluation, it was determined that the battery tray was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.